Event description:
It was reported that a patient was on cardiohelp and the hct dropped below (B)(6). The venous probe was removed and the patient was transfused, and the venous probe was reattached. The venous probe was re initialized and calibrated to lab values. Accurate readings were obtained for hgb, svo2 and venous temperature, but only dashes were seen for hct. A probe from another cardiohelp was obtained and initialized. Dashes were still only seen for hct. The original probe was re initialized but the hct would read for 2-3 seconds and then revert to dashes. The low end value of the hct was decreased to a null value, but the dashes returned for hct and a low level alarm continued event hough the drawn lab value for hct was (B)(6). The venous probe was parked to eliminate the constant warning. Ref: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when additional information becomes available.